Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m55637. Additional information received: this device was used during a gastric bypass. The product jammed, not releasing. A new stapler was given to the field and procedure was completed as usual. It was stated that the device delivered a partial fire and the staples were not formed completely and the surgeon had to over sew the staple line. Additional information requested: what type of procedure was the device used in? Can you please clarify how the device failed? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? On which firing did this event occur (1st, 2nd, 8th, etc.)? What color cartridge was being used? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? The analysis results found that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an unknown procedure, the device failed. No further information was available at the time of the call. It was unknown how the case was completed. There were no patient consequences reported.